Event description:
It was reported that in (B)(6) 2012, it was discovered during routine maintenance that the device would not drive the disposable. It was noted that the set screw on the motor coupler was stripped. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the device not activating, turning the blade, was due to a broken set screw on the cpc flex coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.